Manufacturer narrative:
The reported event of premature battery depletion was confirmed. A longevity calculation was performed, and the battery depletion was abnormal based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the root cause of the high current drain and premature battery depletion.

Event description:
During a remote follow-up, a decrease in the battery longevity was observed on the device and premature battery depletion was suspected. Technical support was contacted and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.